Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. While troubleshooting with tandem technical support, the customer reported reusing the same cartridge and infusion set for over 2 weeks. Customer reported inability to change supplies or continue trouble-shooting due to lack of supplies to change cartridge. There was no reported impact to the customer's blood glucose level.